Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction that caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient was in the hospital and resuscitation attempts were made. The patient subsequently passed away while wearing the lifevest. The lifevest delivered one inappropriate treatment on (B)(6) 2017. The patient was noted to be in bradycardia at 25 bpm with periods of asystole. Resuscitation efforts were made and the rhythm at the time of the treatment was obscured by CPR artifact. The post shock rhythm was bradycardia at 35 bpm. Bradycardia is considered a non-treatable rhythm.